Manufacturer narrative:
On 02-mar-2020, mentor became aware that the patient underwent explantation on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 14, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, the implant was observed deflated. An anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. A second product was received (5799814 ) and is a concomitant device (contralateral). No adverse events were reported for this device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 5799814 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.